Manufacturer narrative:
Evaluation of the returned indigo system aspiration catheter 6x (cat6x) confirmed a fracture on the mid-shaft. This type of damage typically occurs if the cat6x is retracted against resistance during use. Based on the reported complaint, the root cause of resistance could not be determined. Further evaluation revealed kinks on the proximal end and distal to the fracture. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure in the left lower extremity anterior tibial artery using an indigo system aspiration catheter 6x (cat6x), a non-penumbra sheath, and a guidewire. During the procedure, the physician completed one pass using the cat6x. The cat6x was removed from the patient along with the guidewire. After removal, the physician noticed that the cat6x mid-shaft was fractured. The cat6x was not used for the remainder of the procedure. The physician completed the procedure by administering tissue plasminogen activator (tpa), an indigo system aspiration catheter 7 (cat7) and the same sheath. There was no report of an adverse effect on the patient.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up MFR report: 1. Section d. Box 8. Was this device serviced by a third party?